Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with moderate ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer administered a manual insulin injection. The customer presented thirst, confusion, urination and tiredness symptoms, therefore, tandem technical support (cts) offered to contact emergency medical services and customer declined. A system check was performed by cts and determined that the pump functioned as intended. The customer continued using the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.